Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during the procedure, the generator received an unknown error. The instrument was then re-tested. It was then noticed that the patient had skin burns on the throat. A second instrument was used to finish the case.